Event description:
It was reported that two routine hemodialysis treatments within 4 days were discontinued without performing rinseback due to venous pressure high alarms and clotting in the extracorporeal blood circuit, resulting in an estimated blood loss of 190cc for each treatment. The pt¿s standard epogen dose was increased on (B)(6) 2012 from 25,000 units 1x/week to 31,000 units 1x/week, due to a decreased in hemoglobin (9.3 g/dl on (B)(6) 2012). No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Venous pressure high alarms are typically due to venous access issues, or restricted flow in the venous pt line, preventing rinseback of the pt¿s blood. The pt does not use heparin. The cycler alarmed appropriately to clotting of the extracorporeal circuit. The user guide includes warnings about the risk of clotting when no anticoagulant is used. Facility staff has been notified. There have been no similar problems reported subsequent to these events. No further info is required. Nxstage considers this report closed. No add¿l info will be provided.